Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) and healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient noticed a change in their stimulation. The patient stated he was increasing his amplitude and not feeling stimulation, and was prompted that the device could not deliver the desired therapy. The patient also had a superficial would infection in the battery pocket. The impedances were checked and there were several electrodes with issues (high impedances). The rep was able to program around the impedance issues. The issue was reported to be resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Product ID 3778-60,serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018. Product type lead, product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that that the patient's leads were replaced on (B)(6) 2018 with a 565 paddle, and the patient is doing well. No further information was reported.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the manufacturer representative (rep) reporting the battery pocket was infected per the patient. The clinical specialist was called to the revision case on (B)(6) 2019 and the plan was to place the battery on the opposite side due to the infection. The patient stated that they were on antibiotics prior the removal. It was reported that the issue was resolved at the time of the report. It was indicated that the battery was removed on (B)(6) 2019 and the clinical specialist was notified to attend a revision of the new spinal cord stimulator today ((B)(6) 2019). When they arrived, the patient stated that the battery was removed, however the paddle remained and they planned to tunnel the opposite side of the prior placement. The explanted ins would not be returned as the customer discarded it. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.